Event description:
Customer reported she experienced high blood glucose. Customer stated that she received a low predict alert. She didn't check her blood glucose and had a little bit of soda to treat based on the low reading from the sensor and suspended the insulin pump. She got the low alert again and blood glucose was 394 mg/dl and then went up to 409 mg/dl. She took the suspend off. Sensor was reading 78 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-10038 for sensor.